Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported, the device did not deliver. At an unspecified time, the pump was programmed to deliver 0.2% bupivicaine. No specific programming parameters were provided. After an unspecified length of time when the nurse expected the deliver to be complete, it was reported that the device did not deliver. The customer contact reported, the device was reprogrammed to deliver at an unspecified rate and the deliver was resumed. After the delivery was complete, the device was removed from clinical use. There were no reports of adverse pt effects. No medical interventions were required. During testing at the user facility, the device passed testing. Though requested, no additional programming info was provided.